Manufacturer narrative:
References the main component of the system and other applicable components are: product ID: 3889-28, lot# va0d0e0, implanted: (B)(6) 2013, product type: lead. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor via a manufacturer¿s representative (rep). The patient reported that she had a lot of back pain and seemed to be more on the right side than the left. It was noted that the device was on the right side. The patient reported that she thought the pain was because of the device. The patient reported that they were following up with their healthcare provider (hcp) on (B)(6) 2017. Additional information was received from the patient and it was reported that the patient¿s primary care doctor had done tests including kidney stone tests and everything had come back negative. The patient reported that the pain was higher up and went down the right leg. The patient reported that she was unhappy with the device anyways and wanted it removed because it was causing her stress and sleeping horrible for her due to her sleeping on the right side. The patient reported that she met with a rep at the beginning of the year at the hcp¿s office and checked the leads. The patient reported that the rep told her a lead may be fractured because they were not getting a reading from it when stimulation was on, it was showing no activity. The patient reported that they had her turn it off, then turn it down over the course of 4-5 days but patient reported she eventually turned it off because it was causing her stress. The patient reported that she gave the therapy a chance but she was not happy with it. The patient reported that she thought it was only fair since she was having issues with it, she should get it out. No further complications anticipated. Additional information was received from a manufacturer's representative and it was reported that it was unknown in determining that there was ¿no reading¿ off of the leads and that the leads were showing no activity.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.¿

Event description:
Additional information was received indicated that patient's device was explanted on (B)(6) 2017 , patient had back pain requested to get device removed. The issue reported was resolve at the time of this call.

Manufacturer narrative:
Analysis of the lead (B)(6) found no significant anomalies, the lead had been cut through. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient reported their device was not helping their urinary issues as they had hoped. It was reported that their device was hurting them and was bothersome. Patient was concerned it might be doing damage and they wanted it removed.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient reported their device was not helping their urinary issues as they had hoped. It was reported that their device was hurting them and was bothersome. Patient was concerned it might be doing damage and they were going to have it removed.